Event description:
Patient reported "pain, fibroadenoma, cysts, capsular contracture, baker grade iii/iii" via ultrasound and "liquid which was sent for histological analysis¿. This record is for the right side. Device was explanted.

Manufacturer narrative:
The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii/iii.